Event description:
Per additional information, a computerized tomography (CT) and proctor review was completed, the doctor believed that patient had untreated endocarditis and survived. Patient now had structural valve degeneration (svd), aortic stenosis, central aortic insufficiency, shortness of breath and heart failure and was being treated medically

Manufacturer narrative:
B5 updated.

Manufacturer narrative:
Investigation is ongoing. Device remains in patient.

Event description:
As reported approximately 2 years 9 months post implant of a 26mm sapien 3, patient experienced elevated gradients of 30mm via transesophageal echocardiogram (tee) and central aortic insufficiency (ai). Patient was symptomatic also with unspecified symptoms.

Manufacturer narrative:
H2, h6 updated device code 1270 - gradient increase and 4068 - central regurgitation is no longer applicable the valve was not returned; therefore, a visual inspection, functional testing, or dimensional testing was not performed. Imagery was returned and review revealed the following; confirmed thickening/calcification of the thv leaflet tips, central aortic regurgitation present. A device history record (DHR) review and lot history review was not done due to limited information about the lot number. An existing technical summary is applicable to this event therefore no manufacturing mitigation or complaint history review was performed. No device was returned and there is no evidence to support a manufacturing/design defect potentially contributing to the complaint, therefore a manufacturing mitigation review is not required. A review of similar instructions for use (IFU) and the applicable technical summary was performed. A review of edwards lifesciences risk management documentation was performed for this case. No evidence of product nonconformances or labeling/IFU inadequacies were identified. The complaint for postimplantation svd calcification was confirmed through provided medical imagery. A review of the DHR and lot history were unable to be completed without a provided serial number. During the manufacturing process, all sapien 3 valves are 100% visually inspected for defects and 100% tested for proper coaptation under physiological backpressure conditions prior to release for distribution. Therefore, it is highly unlikely that a manufacturing defect or device malfunction contributed to the event. An existing technical summary documents the root cause analysis on valve calcification over the time in patient. Per the technical summary, calcific degeneration is a common cause of bioprosthetic heart valve failures. Many factors contribute to the onset and propagation of calcification. These include patient factors (age, disease state, pharmacological intervention, etc.), mechanical stress related to the valves hemodynamic performance, and glutaraldehyde fixation of tissue. Edwards thv valves undergo thermafix tissue processing, which is a heat treatment process used to reduce calcification variability and lower calcification levels in comparison to xenologix process. Clinical results of thv implantation show similar mortality and significantly lower svd rate compared with surgical aortic valve replacement after 6 years of functioning. Though numerous studies have been conducted on preventive calcification strategies in bioprosthetic heart valves, the causes of calcification are not fully understood and there are still no mechanisms or medical therapies which fully prevent calcification from occurring in bioprosthetic valves. Furthermore, evaluation of reported complaints for valve calcification and post implantation svd calcification did not confirm any manufacturing nonconformances and identified that the proper manufacturing mitigations have been implemented. Additionally, per the technical summary, no evidence of a product nonconformance or device malfunction were found in any of the valves returned for these complaints. As reported, approximately 2 yrs 9 months post implant, patient experienced elevated gradients of 30mm via transesophageal echocardiogram (tee) and central aortic insufficiency (ai). Per additional information, a CT and proctor review was completed. Patient now had svd, as, central ai, shortness of breath and heart failure and was being treated medically. Due to limited information, a definitive root cause was unable to be determined at this time. An existing technical summary is applicable to this event therefore no preventative or corrective actions (CAPA) are required and no product risk assessment (pra) escalation is required.